Manufacturer narrative:
The reaction monitors of sample 1 and sample 2's initial runs revealed an unexpected reaction. The reaction monitors of sample 1 and sample 2's reruns were unremarkable. The investigation determined that the issue was caused by the leakage of water at the rinse unit. The field service engineer (fse) repaired this issue. The investigation determined that the reagent was performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated received questionable ureal urea/bun results for 2 patient samples tested on the cobas 8000 c702 module. The initial results were not reported outside of the laboratory. Sample 1 was also rerun on the laboratory's other c702. Sample 1's initial result from the analyzer was 0.7 mg/dl. The first repeat result from the analyzer was 14.4 mg/dl. The second repeat result from the other analyzer was 15.1 mg/dl. Sample 2's initial result from the analyzer was 5.1 mg/dl. The repeat result from the analyzer was 26.6 mg/dl. The reagent lot number is 59037801 with an expiration date of 31-aug-2022.